Manufacturer narrative:
The impella rp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) patient presenting with post cardiotomy cardiogenic shock requiring right ventricular support. The impella rp was inserted without any reported issues, however, the pump migrated and hemolysis was suspected. As treatment, the device was removed and a second rp was inserted.